Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed after transferring the patient to another room. A philips field service engineer (fse) visited onsite and found that the image output was slow. Upon further troubleshooting, it was found that image disk 1 was damaged. The fse replaced image hard disk1 and recreated database. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to acquire the live image. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.